Manufacturer narrative:
Date sent to FDA: 06/26/2019.

Manufacturer narrative:
Date sent to FDA: 04/15/2020. Additional narrative: it was reported that the patient underwent a bard removal surgeries on (B)(6) 2016 and (B)(6) 2016. It was reported that she experienced abdominal pain, infection and obstruction.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4)- surgical intervention. It was reported that the patient underwent excision of physiomesh on (B)(6)2012 due to seroma at the (B)(6) by dr. (B)(6). No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.